Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lavh, the blade of the har36 was broken off outside of the patient and the broken piece was retrieved. Also, the tissue pad of the ace36j was broken off outside of the patient. Another device was used to complete the case. No pieces were left inside the patient. There were no adverse consequences to the patient.